Event description:
It was reported the pt experienced soreness at the site where the leads go into the right hip. The symptoms were felt with the stimulation device on or off. There was no known incident related to the onset of the symptoms which started "friday night causing them not to sleep." When the device was turned on that night it caused the area to be more sore. Increasing and decreasing the settings was tried but it had no effect on the soreness. Additional info received indicated the pt's symptoms included urinary/bowel issues. The stimulator was turned off due to the bladder and bowel problems. The device was explanted in 2009. Return paperwork indicated the pt's leads had moved from t8 to t10 based on an x-ray. Impedance values were normal. The physician planned to reposition the leads, however, the pt did not want a revision and the device was removed instead.

Manufacturer narrative:
Device analysis was not complete as of the date of this report. A f/u report will be submitted when device analysis is complete.